Manufacturer narrative:
The technical investigation showed that the tip of the screwdriver blade is broken off. Furthermore in the breakage area, the tip/torx flanks show heavy, plastic deformations in turn in direction. The direction of the plastic deformations of the tip area points to the influence of too high torsional forces. Furthermore secondary cracks occurred on the breakage area pointing to the occurrence of high forces during application. In addition, a pressure mark at the slot of the blade is available that indicates high bending forces. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
It was found that the tip of the screw driver blade was broken when it was checked upon the inspection of the returned loner kit from the hospital. It was confirmed with the hospital that the tip of the broken screw driver was removed from the pt's body. No detailed information on how the blade was broken was available from the hospital.